Manufacturer narrative:
(B)(4). This is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, while following up on a separate issue with the peritoneal dialysis registered nurse (pdrn), the following information was reported. On an unreported date the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was not hospitalized for the event. In (B)(6) 2012, the patient was treated with unspecified antibiotic therapy and had the transfer set replaced. On an unknown date, the peritonitis resolved. The pdrn did not know if the peritonitis was related to any baxter solutions or disposables.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h11l12016 and h11k04106 with no issues noted during the manufacturing process. There were no deviations from standard procedure.